Manufacturer narrative:
(B) (4). The customer rec'd new footswitch and installed it. The unit is now functional. (B) (4)

Event description:
The customer reported that there was a problem with the footpedal. Also the subtraction function was not working.